Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/36 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: permanent pacing versus cardioneuroablation for cardioinhibitory vasovagal syncope. Journal of interventional cardiac electrophysiology. 2025. 68:203¿210. Doi: 10.1007/s10840-022-01456-x medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the safety and efficacy of cardioneuroablation (cna) versus permanent pacing (pm) for recurrent ca rdioinhibitory vasovagal syncope (ci-vvs) that was otherwise untreatable. The authors described patients implanted with transvenous or leadless implantable pulse generators (ipgs) who experienced procedure-related major and minor adverse events. Major adverse events included one unknown leadless device failure, two lead dislodgements, one pneumothorax, one pocket hematoma, and one upper extremity deep vein thrombosis. Minor adverse events included moderate tricuspid regurgitation in three patients and one femoral vein hematoma. The literature does not specify what types of interventions were performed for the adverse events. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.